Event description:
The customer reported that the device experienced a shock equipment malfunction.

Manufacturer narrative:
The customer reported that the device experienced a shock equipment malfunction. The device was evaluated at philips, and the reported symptom was confirmed. The power pca was replaced to resolve the issue.